Event description:
On (B)(6) 2025, an impulse dynamics field representative was informed that a patient implanted with an osm ipg had their device explanted due to an infection having developed in the "surrounding area" of the device. It was further reported the patient's ipg had been "popping out of [their] skin" prior to explant. There are currently no plans to implant a new device in this patient. It is unknown at this time if the explanting hospital discarded the ipg or if it would be available for evaluation; this information is currently being sought. The nature and type of infection is likewise unknown at this time. A DHR review was conducted, and no anomalies were found, including any in the device sterilization records.